Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that before use a unspecified bd syringe was found with foreign matter as "the syringe was dirty". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample syringe with needle was received and evaluated. The syringe barrel was found to have multiple embedded foreign matter particles primarily near the barrel flange area. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. However, many efm particles were observed to be larger than level 3 in size, which is rejectable per product specification. DHR review for batch 7093501 (p/n 309571): manufacturing dates: 04/17/2017 to 04/18/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7093501 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.